Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "removal of broken axsos distal lateral femur plate. Right leg. Implanted in (B)(6) 2022, non union and plate breakage on impact. Broken hardware removed, replaced with competitors plate and stryker retrograde nail".